Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings and there were 0 errors logged. Phil was unable to get care orchestrator information from device. Dust-like contamination at the air inlet of the blower box. Dust-like contamination on the blower box. Dust-like contamination on the blower. Potential mineral deposits on the bottom of the blower. Potential mineral deposits on the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. And was not able to confirm the presence of degraded sound abatement foam. Phil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source. Phil was not able to confirm the complaint or address the symptoms specified. Box h: device problem code, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. Box d: device serviced by third party, device avail for eval, date returned? And device evaluated by mfg has been updated.